Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was observed partially unloaded from the delivery system, it was observed stretched, broken and kinked in the distal section. No other issues with the device were noted. According to the product analysis, this issue occurred during procedure, therefore it is possible that because of the resistance, an additional force was applied to the device and it caused to be stretched in the distal section. The failure found, guide catheter stretches, could be related as a potential root cause of failure mode to prolonged procedure that contributed to the issue reported as deployment stent failure. Therefore, it is most likely an operational factors, handling and technique used while actuating the device caused the encountered issues of kinks and the guide catheter stretch could affect the indented use of the device. He most probable cause of those failures is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the physician was able to advance the stent along the guidewire into the bile duct, however, after being positioned in the correct place, the stent failed to deploy. It was found that the tip of the push catheter was broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.